Manufacturer narrative:
This is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in reporting. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was bent at 24 cm from the proximal end. The device was advanced out of the introducer sheath and it was noted that the main coil was not attached to the distal end of the delivery wire. There was dried blood on the detachment zone. The proximal contact was attached to the delivery wire and the main coil was not attached to the distal end of the delivery wire. The analysis showed that there was blood in the returned microcathete. Blood in the microcatheter is indicative that continuous flush was not maintained. However, information available indicated that continuous flush was maintained during the procedure. Based on analysis results an assignable cause of operational context will be assigned to this investigation as it is probable that procedural factors limited the performance of the device contributing to the damages observed.

Event description:
Analysis of the device revealed that the coil was not attached to the delivery wire. There was no clinical consequence to the patient.